Manufacturer narrative:
The meter serial number was not provided. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
There was an allegation of questionable inr results for 1 patient tested with a coaguchek xs plus system. The laboratory result using an unknown method was 3.6 inr. The meter results were "1.2 inr to 5.5 inr". The time between results was not provided. The patient¿s therapeutic range was not provided.